Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The patient¿s blood glucose level was 558 mg/dl at the time of the incident. Assisted customer in performing self test and was passed. Customer declined troubleshooting for the high blood glucose. The customer also stated that, the insulin pump was exposed to moisture. The insulin pump will not be and reservoir will be returned for analysis.

Manufacturer narrative:
(B)(4). Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Conclusion: reservoir does not leak.